Event description:
Difficulty was encountered inserting the sheath into the pt's skin. After iabp for approx 4 hours, blood was noted in the gas line. The iab was removed and a second was inserted into the pt. (Event complications: none from the event - reported 11/15/96. Pt's current status: alive - rpt'd 11/15/96).